Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer continued to fail, and the engine required to be changed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer continued to fail, and the engine required to be changed. A field service engineer (fse) found that mini drawer 1.14 had failed. The customer reported that it sporadically failed and requested a swap of the mini engine. The fse swapped the mini engine and successfully recovered and inventoried the medication without any failures. The system functioned as intended after the field service engineer repaired the device.